Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: customer found out that 1 piece is shorter than the others with the same item number. This piece is only 50mm instead of 55mm. It is unknown when this was discovered. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The length is only 50mm instead of 55mm. The investigation of the complained cortex screw shows that the length does not correspond to specifications. One cycle during etching process was not carried out as intended. This condition unfortunately was missed at final inspection. (B)(4). Since this is the first report concerning the article and lot number in question, the complaint is considered by synthes to be an isolated event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
It was reported that this event did not occur in surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.manufacturing documents were reviewed and no complaint related issues were found.